Manufacturer narrative:
Mc3 was made aware of this event via medwatch report from user (report mw5105171, received by manufacturer from FDA on14dec2021) which described a catheter break after the patient was supported for 50 days on ECMO. According to event as reported, there was an air bubble detection alarm triggered. It is not known if the detection of the bubble stopped circulatory support. The report also stated that the catheter broke and necessitated surgical intervention to continue ECMO. During this surgery the patient suffered an anoxic brain injury. The exact cause of injury is not clear from the information provided. The report stated that the patient was resuscitated successfully and ECMO restarted after this event but then patient family withdrew care which resulted in death. Mc3 is working with the distributor to obtain more details about the event as reported.

Event description:
ECMO cannula (at 50 days) developed a hairline crack which allowed air to be entrained in the system. When the bubble detector alarmed the perfusionist contacted the physician who came and took patient to operating room to change out. Patient arrested during this time and suffered an anoxic brain injury. Was resuscitated successfully. Patient's family withdrew care on (B)(6) 2021 and patient passed.